Event description:
A malfunction alarm was reported by the customer, specifically displaying malf 12, with an available fault ID of 12-0x2071. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the pump was successfully reset without a recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support again if any issues reoccurred, which the customer acknowledged and understood.